Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this pump underwent a thorough analysis. The pump was microscopically inspected leak and functionally tested. Microscopic inspection identified that the pump kink resistant tubing (krt) was cut down to the pump block; therefore, it was not returned for analysis. The pump passed leak and functional tests. Based on the information available and analysis results, the reported clinical observation of a crack in the connecting tube of the pump could not be confirmed; consequently, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later, a replacement surgery was performed during which a crack in the connecting tube of the pump was noted. All components were removed and replaced with no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later, a replacement surgery was performed during which a crack in the connecting tube of the pump was noted. All components were removed and replaced with no patient complications.